Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection of the main circuit board revealed super capacitor leakage. The main circuit board will be replaced to address the reported complaint. Resmed reference#: (B)(4).